Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief which was assessed as a result of lack of efficacy, not a device deficiency. As such, the patient underwent a lead revision procedure during which nothing was implanted or explanted and there were no known patient complications.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.